Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-sep-2024. Investigation summary bd received 251 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for incorrect additive amount with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect additive amount. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there were excessive amounts of additive in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there were excessive amounts of additive in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.